Event description:
Event description guidant received information that out of the box, the monitoring voltage was 2.84 (via inductive telemetry) while in storage mode, whereas the box label indicated that the monitoring voltage should be 3.25v. It was reported that the device had not been stored in a cold environment, had not been exposed to a magnet and no capacitor reformations had been performed. This device was not used for the implant procedure.